Event description:
Healthcare professional (hcp) reports a pt reaction with first usage of a psn membrane. Ten minutes into the treatment, pt complained of itching over his entire body, watery and burning eyes and facial edema. The pt was given IV benadryl with relief of symptoms within 1/2 hour. The treatment was continued with use of the same psn membrane without incident. The pt was released to home after the full dialysis session was completed. The pt is fully recovered at this time. A different dialyzer membrane has been used for subsequent treatments.